Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patient information was not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a system performance issue. A technical support specialist connected to the sever and confirmed that the cerner team was able to resolve the issue with the missing patient information. The system functioned as intended after the technical support specialist verified the device.